Manufacturer narrative:
This product is 510(k) exempt. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during plastic surgery, at the end of case while grafting, a poor staple formation was observed. The skin stapler did not fully come together. The skin was think and the staples were partially formed. More clips and sutures were used. Oversewing was performed to fix staple line.